Event description:
It was reported the patient's blood glucose levels rose to 280 mg/dl, while wearing the pod between 36 and 48 hours on the infusion site (arm). As treatment, the patient changed out the pod.

Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was observed to be kinked. During fluid path testing, a leak was observed due to a tear in the exposed portion of the soft cannula. The timing and cause of this damage is unknown. It could not be determined if the damaged exposed portion of the soft cannula contributed to the reported failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.